Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (pxl161407/lot# 05240732 and pxl161207/lot#05303141).

Event description:
As reported, in 2007, this patient was implanted with gore excluder aaa endoprostheses for an infrarenal abdominal aortic aneurysm. Post-deployment angiography revealed that the proximal end of the trunk-ipsilateral leg component partially covered the left renal artery. After numerous attempts to access the left renal artery, the physician then decided to try again at a later date. Three days later, the physician reintervened, and secured blood flow to the artery with a palmaz stent. The patient is doing well.